Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window, missing end cap sticker, cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported that the customer was dissatisfied with the pump because she was hospitalized. The customer had severe hypoglycemia and subsequently was hospitalized. The customer's blood glucose was unknown. The customer stated that she did not actively over deliver insulin. The customer stated that after rewinding, she received a low reservoir alert even though the reservoir had over 1 ml of insulin. The customer stated that there was a loose part at the reservoir housing. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.